Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode, consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance is affected since the past four years. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected since the past four years. The user has been re-implanted with a new device on (B)(6) 2020.